Event description:
Spontaneous. Patient reported that her whisperject would not set properly, and she was unable to use it. She had to give herself the injection utilizing the syringe. There is no dosing information as this is a supply. Patient injects medication with supply as follows: unknown if patient has autoinjector for return. No associated adverse events reported with defective device. Unspecified if defect is related to expiration date. Product lot number is unknown. There was no further information provided. Reported to (B)(6) by: patient/caregiver.